Manufacturer narrative:
(B)(4).

Event description:
A potential adverse event related to a catheter malfunction versus drug tolerance was reported. The pt experienced a loss of drug effect. The device system was used to deliver baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.